Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator was explanted because the patient needed a dual chamber system. A transvenous system was successfully implanted. The pulse generator was implanted greater than six years and is on a product advisory. No additional adverse patient effects were reported.